Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during manual prime. Customer's blood glucose was 225 mg/dl. The customer was advised and explained that in order to troubleshoot their pump, set and reservoir we may request that they change the set and /or reservoir. The customer was advised to clear the alarm with esc and act. The customer was advised to rewind pump, reinsert reservoir into device and run manual prime to at least 5.0 units. The customer stated the device alarmed no delivery. The customer was advised that the device will need to be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan.